Event description:
It was reported that the dsaver blade broken in rotation in the joint during ask. No patient injury was reported.

Manufacturer narrative:
One 7205345 4.5mm boxed incisor plus blade reported on. One single blade was returned. These are sold as a box of six devices. They are not intended to be sold individually. There are heavy rotational score bands present on the outer diameter of the inner blade. Spin test produces drag from bowing. Shedding has been found to be consistent with wear bands created from inadvertent excess side loading pressure being applied to the device. Per IFU precautions: ¿excessive ¿side-loading¿ on the blade during use does not improve cutting performance and in extreme cases may result in wear and degradation of the inner assembly¿. No root cause related to the manufacturing of the device was established. Use error may have been a contributing factor to the event. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. Complaint history search revealed no additional complaints for this production lot.

Event description:
It was reported that the shaver blade broke during rotation in the joint during ask procedure. Broken pieces were removed from the patient. A backup device was available to complete the procedure with no major delay or patient injuries.